Event description:
Broken troch nail (right hip) a year after the osteosynthesis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned products confirmed the reported event. A search of the complaint database did not show any other reports against the product and lot combinations. A review of the device history report did not reveal any anomalies regarding the reported event against the product and lot combinations. The investigation concluded burnishing in the fractured screw hole provided the evidence that the nail bore the weight of the body. Excessive load bearing led to fretting fatigue initiation and propagation to the nail fracture. Overload caused the final fracture. No evidence was found suggesting product error was a contributing factor. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.